Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing and removing the device from the anatomy appears to be related to operational context; however, a conclusive cause for the reported failure to fold (bunched balloon) could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the mid left anterior descending artery that is 90% stenosed. The 4.5x8mm nc trek rx balloon dilatation catheter (bdc) met resistance during advancement with the lesion. Once at the lesion the balloon of the bdc was inflated once to 12 atmospheres (atm) and then increased to 14 atm. The balloon of the bdc was deflated; however, it was noted that the balloon did not refold properly and was observed to be bunched. Resistance was felt with the anatomy during the removal of the bdc and after several attempts the device was successfully removed from the patient. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.